Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the pulmonary artery during a thoracosopic left upper lobe resection, the surgeon was able to press the green button but the staple reload unable to fire. They replaced the device to complete the case. There was no patient injury.